Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the screen was black and technical error codes generated indicating audible alarm error and communication error. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received and no parts were replaced. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator had abrupt stop and the screen become black. There was no patient harm. Manufacturer's ref.#:(B)(4).